Manufacturer narrative:
The manufacturer previously reported information alleging an internal battery depleted alarm and detachable battery depleted alarm occurred on a trilogy evo device. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. During the evaluation the device error log was reviewed and alarm codes e-044 and e-054 were found indicating the internal and external batteries had been depleted. The device's main board was replaced to address the issue.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging an internal battery depleted alarm and detachable battery depleted alarm occurred on a trilogy evo device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.